Event description:
Pt's one touch profile meter was reading inaccurately low. The pt was placed on bedtime set dose of lantus insulin. At bedtime, before taking lantus insulin for the first time, the pt tested with the reported meter and obtained a result "around 300 mg/dl". Between 4:00 am and 6:00 am she woke shaking. She tested with the reported meter and obtained a result of 35 or 38 mg/dl; the meter reading was consistent with the pt's symptoms of hypoglycemia. The pt drank soda and family member called ems. When ems arrived, a result of 340 mg/dl was obtained on the ems meter compared to a result of 280 mg/dl, taken at the same time, on the reported meter. The pt received no treatment from ems. The pt did not recall the specific lantus insulin dose taken prior to the incident. She said her dosage has since been adjusted several times. She said another similar episode occurred while she was at work during the night. She did not recall the specific results obtained on her meter at that time. However, she drank soda when she began to feel hypoglycemic and did not call ems. The customer svc agent (csa) confirmed that the pt's testing technique was correct. The csa walked the pt through performing a check strip test, then cleaning the meter and check strip and repeating the check strip test; both check strip tests fell outside of the specific check strip range. The meter, test strips and control solution were replaced. The complaint is reported as an adverse event since 2 failed checks strip tests were performed indicating a possible product malfunciton. Therefore, it is possible that the meter reading taken at bedtime was inaccurate and could have contributed to the pt taking an inappropriate dose of lantus insulin resulting in her experiencing hypoglycemia.